Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is considered user related. The dfu states: "note: if unusual resistance is felt at any time during lesion access before stent implantation, the stent delivery system and the guide catheter should be removed as a single unit. (See also precautions ¿ section 6.15, stent delivery system removal). Once the stent delivery system has been removed do not re-use." (B)(4).

Event description:
It was reported that a stent dislodged inside the patient. The target lesion was located in a tortuous and calcified mid to proximal right coronary artery (rca). A rotablator atherectomy device was used, then a 3.5 x 20 synergy ii stent was advanced and became stuck in the right coronary artery. The stent was removed intact and a 6 french guidezilla guide extension catheter was positioned in the right coronary artery. Then the same synergy ii stent was advanced through the guidezilla into the proximal rca and the stent became stuck again. The physician then attempted to advanced the guidezilla over the wire and it dislodged the stent into the proximal rca. They then remove the delivery balloon and advanced a 2.0x 20mm apex balloon into the dislodged stent and expanded the stent there. The stent was post dilated with a 3.5x20 nc quantum apex balloon and the case was completed with no further complications. The patient status is fine.